Event description:
It was reported that this right atrial (ra) lead had dislodged a few days after its implant procedure. Surgical intervention was performed, and the ra lead was repositioned. Approximately two days later, the ra lead was noted to have dislodged again. Additional surgical intervention was performed, and the ra lead was explanted and replaced this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned intact, with the helix in a retracted position, and dried body fluid noted in the helix housing. The tip and the helix appear intact, and no physical alterations were observed. The lead passed continuity testing which confirmed the conductors were intact and not fractured. The known inherent risk investigation conclusion was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead had dislodged a few days after its implant procedure. Surgical intervention was performed, and the ra lead was repositioned. Approximately two days later, the ra lead was noted to have dislodged again. Additional surgical intervention was performed, and the ra lead was explanted and replaced this time. No additional adverse patient effects were reported.